Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue; but was able to verify the reported issue was logged in the device¿s memory. Preventive maintenance performed and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. There was no patient involvement reported with the event.